Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a promotofixation by laparoscopy procedure on (B)(6) 2007 and the mesh was implanted. It was also reported that on (B)(6) 2010 it was performed laparoscopy with section of the mesh and without any result. It was also reported that the device was stuck to the rectum and the bladder.